Manufacturer narrative:
The root cause statement for the previously reported investigation is being corrected to state the following: based on the investigations, it was not possible to conclusively determine the type of foreign matter and its possible source through the related photos and sample investigation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: our quality engineer visually inspected the returned units and was able to verify the reported complaint. Sample one had an unusual aggregation of silicone on the surface of the catheter. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable infusion products. It is an integral part of the catheter, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Sample two had a small black piece of foreign matter on the surface of the catheter. When the foreign matter was flattened the material was crushed into tiny pieces. The type of foreign matter is undetermined. Sample three, did not have any foreign matter on the surface of the catheter. Based on the investigations, it was not possible to conclusively determine the type of foreign matter and its possible source. Investigation conclusion: confirmed: bd was able to confirm the incident in question. Investigation comments: after analyzing the received photos, it was possible to confirm the presence of foreign matter on the catheter. However, only through the photos received it is not possible to determine exactly the types of foreign matter involved. In addition, a ftir analysis would be required for a more precise determination of the type of foreign matter. Update: 3 samples were received. Sample 1 had an unusual aggregation of silicone on the surface of the catheter. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable infusion products. It is an integral part of the catheter, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Sample 2 has a small black piece of fm on the surface of the catheter . Ftir was attempted. When the fm was flattened the material was crushed into tiny pieces. Ftir was unable to be performed. The type of fm is undetermined. Sample 3 did not have any fm on the surface of the catheter. Samples/ photos: after visual analysis of the attached photos, it was possible to confirm the presence of foreign matter on the catheter according to the photos "118990 photo sample 1" and "118990 photo sample 2". However, only through the photos was it possible to conclusively determine the type of foreign matter reported. However, the sample of the photo "118990 photo 3" attached, it is not possible to confirm extraneous matter. DHR review: the batches of the packaged product 6012247 and the assembled set batch 5362391 used in insyte 24gx0.75 were analyzed, but were no evidenced records of foreign/ no foreign matter in the product. Root cause description: based on the investigations, it was not possible to conclusively determine the type of foreign matter and its possible source only through the related photos. Rationale: based on a severity assessment and occurrence it was determined that no CAPA is required at this time. The complaint was added to the complaint database for trend analysis, which is regularly monitored.

Event description:
It was reported that the bd insyte¿ venous indwelling catheter without wings had foreign matter at the tip of the catheter. Found before use. No serious injury or medical intervention noted.